Event description:
It was reported that following pump and catheter replacement, for no apparent reason the pt decided to stop taking all oral medications and in 2008, had a seizure related to acute withdrawal of tegretol. There were no other pt symptoms reported. The pump contained lioresal 2000 mcg/ml at a daily dose of 250 mcg. Following this event he was ready for discharge when it was noted that the pt had a seroma. The fluid from the seroma was cultured and was negative, however, it was uncertain if there were other issues. The managing hcps were unable to determine if this pt had meningitis,so they repeated some of the studies. It was later reported that the pt was being treated with intravenous vancomycin for an abscess at the pump pocket site which has been drained. Final pt outcome was not reported.